Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after clipping several times, the clip became unable to be loaded into the jaws. The surgeon stopped using the device and opened a same new product. When trying to use to use the new one, the clip could not be loaded into the jaws from the beginning. Another same new product was opened again, and the device was able to be used without problems. There was no patient injury.